Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 314 mg/dl. Customer delivered a correction bolus to address the issue. Additionally, it was reported that the cartridge was leaking, reportedly, the customer performed a supply change to resolve the issue.